Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? N/a. What surgical procedure was being performed? Colectomies. Was the ntlc a 55mm or 75mm device? Ntlc75. Is the lot number available? N/a. What color setting was selected for the firing(s)? Blue. What was the tissue being fired on and the sequence of the firings? On the colon. Were there any difficulties experienced with the device or staple form in the procedure? No difficulty. Was the fistula identified intraoperatively or postoperatively? Post-op. If post-op, how many days? 1 to 2 days. Were any staple formation issues identified? If so, please describe the shape: correct staple formation. How was the fistula addressed? Re-intervention by laparotomy. What is the current status of the patient? Patients recovered, no incidence.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was being performed? Was the ntlc a 55mm or 75mm device? Is the lot number available? What color setting was selected for the firing(s)? What was the tissue being fired on and the sequence of the firings? Were there any difficulties experienced with the device or staple form in the procedure? Was the fistula identified intraoperatively or postoperatively? If post-op, how many days? Were any staple formation issues identified? If so, please describe the shape. How was the fistula addressed? What is the current status of the patient?

Event description:
It was reported that an unknown procedure was performed and the patient had a fistula after the use of the device. No further information available.